Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - cath lab supervisor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal was bending, the suture was coming off before cutting above the black line, and before being sinched down on the green tube. There was no patient injury/medical or surgical intervention required. Additional information was received on (B)(6) 2021: the procedure performed was a left heart catheterization using a 6 fr sheath. The procedure was completed by using manual pressure. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved using manual pressure. The procedure was completed successfully. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Four angio-seal vips were returned for product evaluation. One of the devices had been fully deployed and the other 3 were not deployed. Analysis of the deployed sample is as follows: the returned sample included the tray, guidewire, arteriotomy locator, hemostasis sheath and carrier tube assembly. The carrier tube assembly was not fully mated to the hemostasis sheath. The locking mechanism was set to rear lock position. The suture was released from the carrier tube tip and had run through the hemostasis sheath valve. The bypass tube was found to be at the locking mechanism level of the carrier tube assembly shaft. Functional testing was performed. The carrier tube assembly was inserted back into the sheath and mated. The anchor, collagen and tamper were found to be released from the hemostasis sheath tip. Analysis of the 3 devices that were not deployed is as follows: for each sample, the carrier tube assembly was returned. The bypass tube on all the carrier tube assemblies was found to be dislodged from the tip. The locking mechanism were in forward lock position. One sample was found to have a kink. The complaint can be confirmed for mechanical damage. The exact root cause cannot be determined. The likely root cause is that the sample was kinked while it was being removed from the polyfoil. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.